Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported a screw broke due to the patient not complying with the surgeon's instructions. A revision surgery was performed due to insolvent fusion, instability. During the removal of the blocker the screwdriver shaft head was broken. The broken part of the instrument was removed using general instrumentation. The surgery was completed using another screwdriver. The surgery was delayed 15 minutes. The screwdriver was discarded by the hospital.

Manufacturer narrative:
There were no manufacturing issues detected that would have contributed to this event. The product labeling includes device usage instructions.